Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. The pump "quit working". Per the patient's spouse the managing healthcare provider informed them it was a "total failure". The patient had a dye study on (B)(6) 20015. When questioned if the healthcare provider thought there was a catheter issue the patient's spouse confirmed it was definitely a pump issue. The patient had an appointment with the surgeon on monday (B)(6) 2015 to discuss replacement. The patient had pain which was the reason for implant. On (B)(6) 2015 information was received from a company representative who stated the revision was this afternoon to explore the catheter of the pump because the patient was not receiving adequate pain relief but did not know about a catheter dye study being done. The patient's pain physician had referred the patient back to the surgeon for surgery. Clarification regarding the pump quit working and was a total failure, troubleshooting diagnostics, the cause of the pump not working and the patient's pain, intervention and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that the patient called despite refilling his pump 4 weeks ago he was having increasing pain. The patient and his spouse were concerned that the pump may not be working (placed about 4 years ago). Oral pain pills relieved pain slightly but not much. Analysis of the pump showed 13cc of medication was still in there (should be 11cc and the question of the pump not working was raised. A dye test was performed under fluoro and was unable to see dye moving through the catheter. It was aspirated and flushed with normal saline and the patient was advised to see the spine surgeon. Per the healthcare provider the cause of the pump not working and being a total failure was most likely the catheter was clogged/obstructed with debris. The pump was explored. The pump was replaced by the neurosurgeon. Per the managing healthcare provider the pump issue and the patient's pain has been resolved, it seems to be working now.